Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) showed signs of a pocket infection. On (B)(6) 2021, the patient's entire system was explanted and patient will receive antibiotics. The patient was stable throughout procedure.